Event description:
It was reported that there was a left ventricular lead fracture. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. There was one patient alert for lv pacing lead impedance greater than 2500 ohms on (B)(4) 2010. The weekly pace lead trend data shows and abrupt increase for minimum and maximum lv pace equal to 512 to 16382 ohms peak between (B)(4) 2010 and (B)(4) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.